Manufacturer narrative:
As reported, an expired ventralex st mesh was inadvertently implanted into the patient. There was no adverse outcome associated with the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2022. Note, the date of event is considered to be a best estimate as 06-feb-2024 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during a procedure, a ventralex st mesh was implanted in the patient beyond its labeled expiration date of (B)(6) 2024. There was no additional medical/surgical intervention reported. There was no patient injury.